Event description:
It was reported that during a routine device change out procedure, the right atrial lead exhibited noise. The lead was explanted and replaced. The patient was in stable condition throughout the event.

Manufacturer narrative:
External insulation abrasion was noted at 9.2 cm - 9.4 cm from the connector pin consistent with lead friction to the ICD can. This is consistent with the observation from the field of noise. Other damages found was sustained during the surgical procedure.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.